Event description:
The healthcare provider reported that the patient felt like the pump gives her boluses and is ¿speeding up and slowing down¿ which was causing intermittent withdrawal. The patient reported that their pain was fine then the patient feels like she is going into withdrawal where she is sweaty and her pain is not covered appropriately. The patient stated she can smell it (medication ) on her skin. Per the healthcare provider there was no known event associated with the change in therapy effect. The patient had reported feeling this change in late (B)(6). The patient reported no change in activity level other than maybe being less active due to the increased pain level. There were no alarms and the pump logs show no motor stalls or other events. The pump was refilled yesterday (B)(6) 2015 and they pulled out 5ml which was exactly what was expected. A dye study was performed and there was no problem found. The patient also went for an MRI which did not show evidence of a granuloma and that the tip of the catheter is in the same place as it was from implant. On (B)(6) 2015 the hcp further reported that the patient also experienced nausea. The cause of the event was unknown and was attributed to drug effects, tolerance for medication. The patient not recovered, the symptoms/issue ongoing. The hcp increased the dose of medication. The pump was used to deliver clonidine and morphine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient had gone to the ER (emergency room) in (B)(6) due to alleged withdrawal symptoms. The patient was experiencing less than 50% of therapy relief. The patient requested a new pump due to their pain not being alleviated by existing pump. The pump was replaced. The patient status at the time of the report was noted as alive, no injury. On 6-2-15 it was reported that the patient was doing well and receiving effective therapy and per the physician the patient went home from the hospital (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).